Event description:
It was reported that a x-ray revealed the patient's catheter was out of the intrathecal space and in the intrastitial space. This had been the case for several years, however, the patient continued on with the pump therapy. The patient's pump and catheter were replaced, the old catheter was retrieved from the patient. The patient symptoms were not reported. The patient recovered without sequela. The drug contained in the patient's pump was compounded baclofen and morphine. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.